Event description:
Field application services (fas) reported on behalf of customer, that 3 discrepant sars-cov-2 tma assay results were ran on a panther instrument. Customer reported they had 3 results in a row that were called positive on the first run, but on repeat they were negative. The customer repeated the sample from the same lysis buffer with a negative result and also a second aliquot from the primary tube tested negative.

Manufacturer narrative:
Technical support (ts) reviewed the logs and confirmed there were no signs of general contamination or any general problem with amplification. Fas confirmed the customer re-collected an aliquot from the primary tube for re-testing and the result was negative. Fas discussed with customer cleaning and de-contamination as preventative action for cross contamination during tube handling and processing. Customer did not report any further issue. Customer did not report any further issues. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.